Event description:
It was reported that when using the bd pyxis¿ es server had mapping failed to work, patients was not shown up on pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the previous mapping did not work. A technical support specialist (tss) had dialed into the carefusion coordination engine (cce) and checked the room ranges added in roomrangeproc-a. Tss did not see any area assigned to the 4ob nurse unit on the es server. The customer mentioned the unit should have been j.4ob instead of 4ob, which was likely the error. Tss made the corrections. The customer verified that the babies (b rooms, e.g., 4474b) were showing, but the moms (4474) were not. Tss made the necessary changes, and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.